Event description:
It was reported that intermittently cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified and a different issue was identified.